Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented in the ER when the device was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made. The patient was discharged without any issues.